Manufacturer narrative:
Additional information provided. Additional information reports the event occurred upon opening, therefore this is no longer a reportable malfunction. No further reports will be submitted for this device or event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was "too hard". There was no reported patient impact and the procedure was completed the same day with a backup lens. Additional information was requested.